Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) from (B)(6) experienced fatal fungal peritonitis. On an unreported date, the pt began treatment with dianeal, extraneal, and icodextrin solutions (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported if therapy with dianeal, extraneal, and icodextrin was ongoing until the time of death. The cause of death was fatal fungal peritonitis. Treatment was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).